Event description:
It was reported that the customer experienced a partial display on the insulin pump during normal use. The customer's blood glucose was unknown. The customer stated that the anomaly persisted even after a battery change. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6)

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked zebra connector. The insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.